Manufacturer narrative:
A series of photos were shared by the customer, where is showing the configuration of the set during use, additional when a chemolock injector is connected a leak from inside is observed, a x-ray from inside the set, where apparently a spike's tip deformation is observed, no additional damage or anomalies were found. One used list #01c-cl2100-ns, chemolock¿ port, bulk, non-sterile bonded with an unknown connector by customer, was returned for evaluation. As returned, there were no physical damage as visually inspected. The sample was view down observed and a small gap in between the seal and the blue body was noted. The sample was only possible primed in activated position and a leak from inside was observed. When the sample was cut opened, a section of the spike was observed to be squished / smashed but only from one side. Complaint of deformed can be confirmed. The probable cause was due to an error during the automation process of manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 26nov2025. Corrected information can be found in e4 - initial report sent to FDA .

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
An email was received regarding a chemolock¿ port, bulk, non-sterile, alleging a leak during patient use. The reporter stated about the liquid leakage from the hospital. They came to find out that there is a deformation on the channel part of the chemolock port, which they think is the root cause for resulting in this issue. The event occurred when adding abraxane. The involved concomitant drug are normal saline+ antiemetic+ abraxane. The chemo was not in contact with the patient or healthcare provider, and no harm to the patient/healthcare provider and how was it treated. It is unknown if the chemo spill was cleaned up per facility protocol, and an unknown spill kit was used. There is no unprotected chemo exposure. A sample picture is provided showing a close-up photo of the involved sample.